Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery even after a set change and mentioned they experienced high blood glucose level during troubleshooting. The customer's blood glucose value was 500 mg/dl at the time of the incident. The customer stated that insulin exited during manual prime and explained that alarm was caused by infusion set/reservoir occlusion. The insulin pump was found to be working as designed. The insulin pump displacement test. The customer declined to troubleshoot for high blood glucose. The product will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. (B)(4).